Manufacturer narrative:
H3: product analysis #293106175:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): the axium prime coil and was returned for analysis within a shipping box and within a sealed biohazard pouch. The catheter used during the event was not returned. The axium prime coil was returned without the introducer sheath. Visual inspection/damage location details: in addition, the model and lot numbers for the catheter used during the event were not provided. Therefore, compatibility could not be assessed. The axium prime coil pushwire was found to be broken at break indicator, kinked at ~18.8cm, bent at ~114.0cm and kinked at ~153.4cm from proximal end. The axium prime coil was found to be broken. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime coil was unable to be used for resistance testing due its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath hub¿ could not be confirmed and the root cause could not be determined as the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, failure to use a compatible microcatheter for delivery, and use of an improper hubbing technique (over tightening of the rhv/sheath firmly seated into hub). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was resistance at catheter's hub when healthcare provider (hcp) put in the coil,  so the hcp used new coil (the same size) and procedure completed well. There is no patient involved in this event. The device and any accessories were prepared as indicated in the IFU.